Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study - this case is a report referring to a 5-year-old male participant from the biomarin study, cerliponase alfa observational study. "The participant's past medical history included: otitis media chronic. The participant's concurrent conditions included: seizure, pain and neuronal ceroid lipofuscinosis. No allergies were reported. Concomitant medication included: paracetamol, clobazam, and valproate semisodium. On an unspecified date, the participant underwent implantation of intracerebroventricular (icv) device set (codman,generic). The lot number was not reported." "On (B)(6) 2023, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was unknown. The most recent dose was administered on (B)(6) 2025." "On (B)(6) 2025 at 13:33, the participant had three unsuccessful attempts to access the port using the standard access needed included in the brineura kit. The port appeared to have sunken quite a bit into the scalp and seemed obstructed, preventing successful needle insertion into the base of the device. As a result, it was determined that the participant required grade 3 replacement of rickham/ommaya reservoir. It was however noted that brineura administration was given that day. On an unspecified date, the participant was hospitalized due to the event. On (B)(6) 2025, the participant underwent surgical replacement of the port with a new codman rickham device (lot number not reported) and was discharged on (B)(6) 2025. The participant was noted to have been stable on room air and tolerating a general diet with no concerns and resumed biweekly infusions as scheduled. No laboratory or diagnostic tests were reported. No treatment for the event was reported. No action was taken with brineura due to the event." "The outcome of the event was reported as recovered/resolved on 15-jul-2025 9:30." "The investigator assessed the event of "medical device change" as not related to treatment with brineura and related to the icv device set. According to the investigator, other etiological factors included device malfunction." Additional information received on 19-aug-2025: "the primary event term initially reported as replacement of rickham/ommaya reservoir was updated by the investigator to device malfunction." Case comment: "an event of device end of service that occurred approximately 2 years after the initial device placement. Movement of the device and wear and tear from use likely necessitated replacement of the device. Device end of service is not suspected to be related to brineura. Additional information received: the event was changed to device malfunction. The event is a well-documented issue with the device. The event is assessed as not related to brineura."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman rickham (ID 821625) was not returned for evaluation as the product is not available for return as per reporter; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information: "on (B)(6) 2023, a physician implanted the initial codman rickham device. The catalog and model numbers were both reported as 82-1625. The lot number was reported as 6267027. The serial and UDI numbers were unknown. On (B)(6) 2025, the device was removed and is not available for return." "On (B)(6) 2025, a physician implanted a new codman rickham device. The catalog and model number were both reported as 82-1625. The lot number was reported as 7495394. The serial and unique device identification (UDI) numbers were unknown."